Event description:
The event is reported: complaint alleges: ligation was attempted and the clip broke into two pieces. There was no consequences to the pt. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint.